Event description:
The customer reported that the display was not readable.

Manufacturer narrative:
The customer reported that the display was not readable. The device was evaluated by a philips technician, and the power pca was replaced resolving the issue.